Event description:
Customer stated "the push button on their quad cane is not going out as far as it can. Customer stated the cane push button is causing the until to "push down" and almost causing her husband to fall".

Manufacturer narrative:
It was reported that "the push button on their quad cane is not going out as far as it can. Customer stated the cane push button is causing the until to "push down" and almost causing her husband to fall". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.